Event description:
(Per h&p dictation) - (patient with known coronary artery disease, prior coronary re-vascularization, prior angioplasty of the right renal artery. Appeared that he had restenosed the right renal artery.)on 11/5/93, patient had procedure to place stent in right renal artery. Attempted to place stent in right renal artery, balloon ruptured, stent not fully deployed. *unable to retrieve. Atient complained of severe back pain. Patient was transported on an urgent basis to the operating room.*unable to remove balloon from stent.